Event description:
Surgeon noticed infection in pt that have had total knee revisions. At 4-5 weeks post operation surgeon noticed little openings in the skin where suture was sticking out causing redness and fluid build up. Wound was treated with antibiotics. Ref pr complaint (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method, conclusions: the device will not be returned. No product evaluation can be performed. Relevant portions of the device history record were reviewed. Finished good product was rec'd into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available for the finished good lot reported. Infection and dehiscence, are know risk with any suture material. The most probable root cause for operative infection and dehiscence can not be determined with certainty based on the info provided. Reference: complaint # (B)(4) (patient 2). Item # sxpd2b408 stratafix spiral pdo knotless tissue control device. 2mh -0- pdo 24 x 24, finished good lot me03720.